Event description:
It was reported by the olympus representative, the evis lucera elite bronchovideoscope presented a blacked-out image. No patient harm reported. During the evaluation of the device, it was noted the forceps stopper/base was scraped. This report is to capture the reportable malfunction of the forceps stopper/base was scraped noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The image disappeared when the scope was angled. There was burning of the tip cover due to handling (contact with high frequency snare, influence of radiant heat). The bending angle was insufficient due to the elongation of the angle wire. The insertion part cover was crushed due to an external factor. The insertion part of the bending tube was dirty and difficult to remove due to handling (insufficient cleaning). The bending section cover adhesive was missing. There were scratches on the top of the insertion part, switch box, grip, angle lever, up/down plate, rotation mechanism, insertion part cover, universal cord, and scope connector cover due to external factors. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported image disappearance when the scope was angled. A definitive root cause for this issue was not established. However, it is probable that the issue occurred from the application of an external stress. This may have occurred when the brush shaft was strongly rubbed against the port when the brush was pulled out from the biopsy port during reprocessing. Olympus will continue to monitor field performance for this device.